Event description:
The customer reported that erroneously elevated alpha fetoprotein (afp), free prostate specific antigen (fpsa) and prostate specific antigen (psa) results were obtained on multiple patient samples when processed on an atellica im 1600 analyzer, serial number (s/n): (B)(6). The initial elevated results were reported to the physician(s) and were questioned. The same samples were reprocessed on the alternate analyzer(s) and obtained lower results. The lower results were considered correct and were issued on the corrected reports to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment due to the erroneously elevated results.

Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported that erroneously elevated alpha fetoprotein (afp), free prostate specific antigen (fpsa) and prostate specific antigen (psa) results were obtained on multiple patient samples when processed on an atellica im 1600 analyzer. Quality control (qc) recovered within customer established ranges prior to patient sample testing. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse found that the instrument experienced a failure during the auto verification process. The cse verified activation of the four pinch valves, adjusted the secondary vacuum, cleaned the baseline line and its corresponding reservoir, primed the baseline line and executed the auto verification process using the service software. No operational issues, calibration errors, or quality control performance failures were identified during this procedure. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00148 on 13-jun-2025. Additional information (18-jun-2025): siemens further evaluated the event and determined that the issue with the secondary vacuum potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.